Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The health care professional (hcp) called technical services (ts) and requested an evaluation of device function. Ts confirmed that the device is in safety mode. Ts advised the hcp to schedule a device replacement procedure. At this time, the crt-p remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The health care professional (hcp) called technical services (ts) and requested an evaluation of device function. Ts confirmed that the device is in safety mode. Ts advised the hcp to schedule a device replacement procedure. At this time, the crt-p remains in service. No adverse patient effects were reported.